Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at norton healthcare reported the following issue with pu-681ra; sn-(B)(6), from patient monitoring: the system went down. They believe that their server updates caused this. Investigation summary: the root cause of the issue was determined to be user error, server updates performed at the facility resulted in the shutdown of the unit. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the cause of the issue was user caused and not nk product non-conformance. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that their central nurse's station (cns) system went down.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) system went down. They believe that their server updates caused this. No harm or injury was reported. Nk ts remoted in, started the ug service, and re-launched the h1k application on all of the host servers, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) system went down.